Event description:
It was reported that the ventilator reset with an audible alarm multiple times while connected to a patient. No reported harm to the patient.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed the initial checkpoint and all alarm testing. Internal inspection revealed contact instability at the 64 pin header (jp6 on main board, jp12 on power board). The main board and power board were replaced as a precaution to correct the reported problem.